Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm. After anastomosing the aortic section and releasing the clamp, the graft leaked approximately 500 to 800mls of blood through its walls. The duration of the leakage is unknown at this time. The leakage was stopped with hemostatic agents. The graft was left in. The patient's condition is ok. The doctor has indicated there was no injury or complication to the patient. In 02/2002, the company learned that the duration of the leakage was approximately 30 minutes, the leakage was from all parts of the graft and the implanted section was approximately 20cm in length.